Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet, resulting in a shattered, inoperable touchscreen, and transitioned to multiple daily injections; this aligns with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of a stress-related problem consistent with a fractured touchscreen and user-induced damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.